Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical pneupac ventilator patient valve accessory continually detaches after starting to use the product. The reporter stated there appeared to be no issues with the ventilator used with the valve. There were no adverse effects to the patient.